Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly and there was a button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.